Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not verifiable. The root cause of the event was due to user error in connecting the cannulae to the venous and arterial tubing. A visual review of the specification, which is designed based on customer preference, confirmed that the venous and arterial lines were assembled with colored indicator rapes as a visual aid for the user. Terumo has revised the pack to add several additional pieces of tape on the arterial and venous lines to further serve as indicators. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
(B)(4). Inquiring about an incident which occurred at (B)(6) hospital and a mix up of cannulae. He has received the root cause analysis from the hospital and has requested several pieces of information about the equipment and the incident. He is investigating form a standpoint of human factors to determine if there is something which would prevent a mix up. Surgery was an emergency follow-up to a recent procedure. He indicated the patient passed away, but also stated there were other complications which may have caused the pt's death. He reported that the surgeon who inserted the venous and arterial cannulas apparently switched the arterial and venous cannulae. He said the normal surgeon has a protocol to prevent this type of mix up, but the vascular surgeon was different and apparently got distracted. (B)(4) has asked the hospital to confirm they filed a medwatch and send a copy to terumo. He indicate they were using a sarns 8000 machine, with a terumo tubing pack, na10, and terumo oxygenator, nd28, although he does not have any other product identification yet including the cannulae involved. When asked what happened after the mix up, he was not sure if there was a delay, or when they discovered the switch. He thinks they discovered after initiating bypass, but was not sure." The product was changed out, there was no blood loss, and surgery was not completed successfully. Interventions included emergent cardiopulmonary bypass with circulatory arrest. Tubing connections were discovered as backwards at the re-start of cardiopulmonary bypass post circulatory arrest. Red cell transfusions given during rewarming but weaning from cardiopulmonary bypass was not successful due to pulmonary collapse. There was a 2-3 minute delay in surgical procedure. The pt expired.